Event description:
Dear food and drug administration (FDA), I am writing to you with utmost urgency to bring to your attention a serious matter that has led to a medical mishap and caused significant harm to my health. I purchased an oxygen concentrator through amazon, url: https://www.amazon.com/dp/b094npr4nk, and the product has proven to be unsafe and potentially hazardous. The oxygen concentrator I purchased emitted a strong plastic odor that was unbearable and caused severe allergic reactions. Despite multiple attempts to air out the device, the odor persisted, and my symptoms worsened. The intensity of the plastic smell led me to believe that the materials used in the manufacture of this product are of inferior quality and may release harmful chemicals into the air. As a result of using this oxygen concentrator, I have experienced severe respiratory distress, skin irritation, and other allergic symptoms that have significantly impacted my quality of life. I am deeply concerned that this product, which is marketed as a medical device, may pose a similar risk to other consumers, especially those with sensitive health conditions. Furthermore, I have discovered that the seller of this oxygen concentrator on amazon does not provide any FDA-related medical device certificates. This lack of certification raises serious doubts about the safety and efficacy of the product. Given the medical mishap I have experienced, I strongly believe that this oxygen concentrator is not suitable for sale on amazon or any other platform without proper FDA approval. I urge the FDA to take immediate action and investigate this matter thoroughly. I request that the oxygen concentrator be removed from amazon's platform to prevent further harm to other consumers. Additionally, I seek compensation for the medical expenses I have incurred due to this unsafe product. I am confident that the FDA, as a regulator committed to protecting public health, will take swift and decisive action in this matter. I appreciate your attention to this urgent complaint and look forward to a prompt and favorable response. Thank you for your time and consideration. I am hopeful that your actions will help prevent similar incidents in the future and ensure the safety of all consumers.